Event description:
It was reported that the patient presented for lead revision procedure. It was noted that the patient's right ventricular (rv) lead had increasing capture thresholds over time. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A partial lead (connector portion) was returned in one piece for analysis. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.